Manufacturer narrative:
(B)(4). The actual device was not returned to the manufacturer for physical evaluation, however, a companion sample from the same lot was returned from stock for investigation and no defects were noted during visual evaluation and simulated use testing. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak. When he completed treatment he found fluid leaking from the cassette. He informed his pd nurse who prescribed him prophylactic antibiotics. The patient did not have any complications due to the event. The set was discarded. During follow up the patient's pd nurse confirmed the patient did not have any complications. The patient was prophylactically prescribed antibiotics cefazolin 2 grams with the highest fill each day for 7 days, and with ciprofloxacin 250mg daily for 7 days.